Event description:
Analysis of the generator was completed on (B)(4) 2014. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Manufacturer narrative:
The initial manufacturer report inadvertently did not include the outcomes attributed to the adverse event.

Event description:
Clinic notes dated (B)(6) 2013, indicate the patient was only taking once a day dosing of keppra and zonegran in half the doses that the physician had recommended. Per the notes, the patient preferred to continue to take his anti-epileptic medications at those doses because he had been seizure free. On the date of the notes ((B)(6) 2013), the patient returned to the clinic accompanied by his mother reporting that he had a generalized seizure on saturday. His mother states that this was his "biggest seizure ever," it appeared it was a generalized tonic-clonic seizure with tongue bite, his mother reports that it lasted approximately 20 minutes. The patient's current medication regimen is lamictal xr 400 mg in the morning, keppra xr 1500 mg a.m., and zonegran 200 mg a.m, there are no triggers, the patient is able to identify, he was taken to the emergency room at and no underlying infection was found, he received a dose of valium there and has been recovering at home since, he states that his headache has resolved at this point. Additionally, the patient questioned whether or not his vns was working. He stated that over the past few weeks or so he had noted that his voice has not been changing when the vns is activated. The patient is unable to really feel the stimulation any longer either. Per the notes, the physician interrogated the vns and ran a diagnostic test on the device. Everything appears to be in working order and there are no problems. End of service states no. The physician discussed with the patient could be experiencing a reduction of the battery, or could be getting used to the stimulation. The physician increased the vns settings twice and the patient was able to feel it ("had minimal feeling"). Attempts are being made for additional information; however, no other information has been provided.

Event description:
An implant card was received on (B)(6) 2014 stating that the vns patient underwent generator and lead replacement surgery due to battery depletion and failure to interrogate on (B)(6) 2014. The reason for lead replacement was not provided. Additional information was received stating that the patient was doing ok and that the change in his seizure pattern was due to his confusion with his medication dosage. Additionally, the patient was not feeling stimulation because the he was getting used to output current. The patient¿s replacement device was programmed on during an office visit on (B)(6) 2014. Further follow-up revealed that the lead was replaced because the patient was not receiving the needed therapy based on diagnostic results. It was determined that the device¿s diagnostic results were misinterpreted and the device was not at end of service. The explanted generator and lead were returned to the manufacturer for analysis. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation cannot be performed on that portion of the lead. Analysis of the returned generator is currently underway.